Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: refence MFR. Report: 1627487-2018-04591. It was reported (hungary) the patient was experiencing the stimulation turning on and off. Lead diagnostics showed multiple high impedances. X-rays were taken and showed no anomalies. The patient underwent surgical intervention on (B)(6) 2018 where the dbs extensions were removed and replaced. Postoperatively therapy was resumed and impedances were normal.

Event description:
Device #2 of 2: refrence MFR.report: 1627487-2018-04591.